Manufacturer narrative:
Follow-up #1: date of submission: 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: during investigation, the pump was returned with a dim and discolored display. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to a pump case leak. The pump case was found to be cracked at the top right corner. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.